Event description:
An abbott clinical project manager was performing a clinical study at the customer's facility. A specimen that was frozen since 1993 and previously determined to be hiv positive by western blot was thawed, centrifuged and retested. The sample generated an expected reactive result on prism hiv o plus, but was nonreactive on hivab hiv-1/hiv-2 (rdna) eia. The specimen was being used for testing purposes only and there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.